Manufacturer narrative:
H10 the service engineer advised the customer to perform the touch screen calibration, and to verify the operation of the touch screen. Also advised the customer to replace the touch screen if screen calibration does not fix the issue. The unit passed the touch screen calibration. The customer confirmed the issue was fixed. H11 g1: contact office information.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
The customer reported touchscreen issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.